Event description:
It was reported that the ilet operating in bg run mode experienced intermittent connectivity with a dexcom g7 sensor, including a reconnecting alert and a notification that a user-entered glucose calibration was not used, followed by restoration of sensor readings after a brief period. Symptoms included temporary unavailability of cgm data. Outcomes included a temporary interruption in automated dosing until sensor data resumed. Investigation included review of alert history and real-time observation during the call. Investigation of this case revealed transient cgm signal loss to the ilet with subsequent automatic reconnection and data recovery, with the calibration entry not applied due to the cgm¿s internal criteria during reconnection. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump communication disruption that self-resolved without clinical sequelae.